Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) replaced the top display, left top display hinge, left hinge cover, and related top display labels. The stm then completed pm and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the top display of the cardiosave intra-aortic balloon pump (iabp) had a vertical line on the left side, the top display grinding was identified as being opened, there was a broken hinge on the left side and a broken left hinge cover was also observed. There was no patient involvement and no adverse event was reported.